Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that after a cryo ablation procedure, after bleeding from the puncture site had stopped and the site appeared normal, the patient was discharged from the hospital after the expected and normal duration of stay. After a week post procedure, the patient felt a slight lump around the puncture site and visited the hospital. It was decided to keep the patient under observation and three days later, swelling was observed from the thigh to below the knee of the right leg. A blood thinner was administered and the patient recovered after. The cause of the deep vein thrombosis is unclear but the lump initially felt post procedure is thought to have contributed to the blood clot per the physician. No further patient complications have been reported as a result of this event.